Event description:
It was reported "blood backflew into the sheath during use, probably because of malfunction of the hemostasis valve. Therefore, the sheath was removed and replaced with a new one.". No patient harm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "blood backflew into the sheath during use, probably because of malfunction of the hemostasis valve. Therefore, the sheath was removed and replaced with a new one.". No patient harm.

Manufacturer narrative:
Qn# (B)(4). The customer returned one psi sheath and a lidstock for analysis. Signs of use in the form of biological material was observed inside the side arm. Visual analysis of the psi sheath revealed that the seal was damaged. Microscopic examination confirmed that part of the seal had been cut and separated. The separation points were smooth, consistent with contact with sharps such as a needle. The sheath assembly was flushed and water leaked out of the hole in the hemostasis valve cap. The manufacturer of the seal was contacted and they stated that once the seal is assembled to the component a 100% product leak test is performed. If this damage occurred during the manufacturing process it would have been identified during inspection. Additionally, the dilator is not assembled through the hemostasis valve during the packaging process. A device history record was performed and no relevant findings were identified. The IFU provided with the kit warns the user, "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If catheter introduction is delayed, temporarily cover valve opening with sterile-gloved finger until obturator is inserted. Use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve/side port assembly and sheath. This will ensure that leakage does not occur and inner seal is protected from contamination." The report of a leaking psi hemostasis valve was confirmed through complaint investigation. Visual analysis revealed that part of the inner seal was cut and separated. The separation points were smooth, consistent with contact with sharps such as a needle. A device history record was performed, and no relevant findings were identified. Based on feedback from the manufacturing site, and the sample returned, the likely cause of this damage is unintentional use error. Teleflex will continue to monitor and trend for reports of this nature.